Event description:
The site reported that a light adjustable lens (lal, sn (B)(4) was explanted. Rxsight's first awareness of the event was on (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).